Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: after firing, the surgeon discovered that the staple line was malformed; around 20% staples were malformed. The air leak test also failed. The surgeon decided to transact the anastomosis part and cut away all the staples of the initial anastomosis. After, the surgeon used another device to create another anastomosis. Surgery time was extended by more than 30 minutes. There was no reinforcement material used. There was unanticipated tissue loss. There was unanticipated tissue damage. There was no blood loss of 500cc or more.